Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. The length of the membranous septum was difficult to measure, seems to be about 1mm. During procedure, after pre-balloon aortic valvuloplasty (bav) the patient went into heart block and a temporary pacer was placed. The valve was implanted at a depth of 3/3mm. Next day, patient received a permanent pacemaker. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to procedural conditions (heart block occurred during pre-balloon aortic valvuloplasty). The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a